Event description:
It was reported that an attempted arteriotomy closure using the starclose device after a diagnostic procedure, the patient experienced a retroperitoneal bleed in the right groin. The physician stated that the patient had stopped taking their coumadin and the mitral valve had stenosis. The patient's act was 389 after tpa and the patient subsequently experienced a stroke. No additional information available.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.